Event description:
It was reported that the patient developed an infection. The implantable pulse generator (ipg) and ventricular and atrial leads were removed and were not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).